Manufacturer narrative:
(B)(4). The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient was hospitalized with swelling from right side of nlf to the gum area and infection on sub periosteum with abscess after 0.2 ml juvéderm® voluma¿ with lidocaine injection to nlf almost two years ago. Patient was hospitalized for 2 days and on IV and antibiotics drip. Patient was prescribed with two weeks of antibiotics by the hospital. While patient is on antibiotics, the swelling subsided. Hcp believes the patient has experienced a biofilm reaction. No biopsy to confirm diagnosis. Symptoms ongoing.